Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A maverick balloon catheter was advanced for dilation. However, during the procedure after pulling out the balloon, about half of the shaft broke and remained inside the patient's vessel. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A maverick balloon catheter was advanced for dilation. However, during the procedure after pulling out the balloon, about half of the shaft broke and remained inside the patient's vessel. No further patient complications were reported.